Event description:
Interrogated a st. Jude ICD model v-175. Following the interrogation, but during the session, I attempted to print the results/parameters and instead received a printout from a prior patient. Fortunately, I noticed the error & no harm was done - the patient I was interrogating had reached the replacement time for his pulse generator whereas the initial report that I received indicated a stable battery status. Had I not noticed the discrepancy, my patient might have died had his battery become depleted before the next scheduled follow-up and he developed a life-threatening ventricular arrhythmia.